Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the l1 lumbar artery using pod packing coils (podjs). During the procedure, while placing a podj in the target vessel using a lantern delivery microcatheter (lantern), the physician inadvertently retracted the lantern in a fast manner and the podj unintentionally detached. It was reported that half of the podj ended-up more proximal to the target vessel. Therefore, the detached podj was retracted using a trapping balloon catheter. The procedure was completed using the same lantern and a new podj. There was no report of an adverse effect to the patient.